Event description:
The reporter contacted animas on (B)(6) 2012 and alleged the up and down arrow keypad buttons were intermittently unresponsive and required multiple presses in a certain spot to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The up/down arrow keypad button symbols were found to be worn. The keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. The reported issue was not duplicated during testing.unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed an electrical connection failure; no audio tone was detected due to pin not connected to audio board. (B)(4).